Manufacturer narrative:
An event pericardial effusion was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the cause of the reported pericardial effusion could not be conclusively determined. The reported unexpected medical intervention was a result of case-specific circumstances as pericardiocentesis was performed. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: (B)(6) - sh device registry, patient site ID: (B)(6). It was reported that on (B)(6) 2025, a 29mm epic plus mitral valve was successfully implanted in a patient. The patient was administered 50,000 ie of heparin for procedure. The patient had a minimum activated clotting time(act) level of 655 seconds and a maximum act level greater than 1000 seconds. There was no difficulty implanting the valve, such as multiple manipulations. Post procedure, it's noted the patient was administered an unknown reversal agent. On (B)(6) 2025, it was noted that the patient had a pericardial effusion noted 18mm lateral to the right ventricle and atrium and 18-23mm lateral to the left ventricle. The decision was made to perform a pericardiocentesis. There was no pericardial effusion noted prior to procedure. The patient was not taking an anticoagulant or antiplatelet medication prior to procedure. However, it's noted that the patient was taking 3,000 ie of certoparin, twice a day before the pericardial effusion was discovered. On (B)(6) 2025, it was noted that the pericardial effusion was circular, 9mm lateral to the right ventricle and atrium and 10mm inferolateral and 14mm anterolateral. There was no initial or prolonged hospitalization due to this event. There is no allegation of malfunction against the abbott device or procedure. The cause of the patient's pericardial effusion is attributed to the implant procedure. The patient had recovered at the time of report.